Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure and prior to ports placement, the customer reported that repeated recoverable error 463 occurred of the left force sensor of the high-resolution stereo viewer (hrsv). The procedure was completing as planned with no reported injury.